Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The atrial lead exhibited noise. The noise could not be recreated in the clinic by isometrics, arm movements and pocket manipulation. The lead remained implanted and the patient would be monitored.